Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00086 and 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The orbit rdfl complex fill coil ((B)(4)) got stuck 3/4 from the distal end of the prowler 14 dmb f shape microcatheter. During the event, further attempts were made to advance the coil through the microcatheter, but advancing was unsuccessful. After the event, both, the microcatheter and coil delivery system were removed as a unit. Prior to the failure, two other coils were delivered through the microcatheter without any issues. The microcatheter was not reshaped, and a constant and dedicated saline source was utilized at all times. No damages were noted on the microcatheter that may have contributed to the event. After the event occurred, the coil was noticeably stretched inside prowler 14 microcatheter, but the coil was still attached to the delivery system. The procedure was intracranial. There was no patient injury reported. A non-sterile trufill dcs orbit was received in a tangled condition with one prowler 14 microcatheter (mc) and one "y" connector inside a plastic bag. The trufill dcs orbit was inspected and the hypotube was found with several kinks. The introducer was found zipped without damage. The support coil and gripper were found inside of the introducer without damage. The embolic coil was received separated from the device and part of it was found inside of the microcatheter and it was found stretched/kinked in tangled condition. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope, the gripper was found without damage and the embolic coil was found stretched/kinked in tangled condition. Functional testing for advancement of the orbit system could not be performed due to the conditions of the returned unit. With functional testing of the returned microcatheter and similar lab sample device, although the device was able to pass through the microcatheter there was some resistance due to kinked/bent/compressed damages to the distal end of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched condition of the coil was confirmed. The cause of the coil stretched/kinked and the damages found on the device could not be conclusively determined; however there is no indication that these findings are related to the manufacturing process. Although the root cause of the reported event could not be determined, procedural factors and device interaction appear to have contributed to the reported events. Inspections are in place to prevent damaged devices from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00086 & 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received in tangled condition whit one microcatheter prowler 14 and one "y" connector inside a plastic bag. The trufill dcs orbit was inspected and the hypotube was found with several kinks. The introducer was found zipped without damage. The support coil and gripper were found inside of the introducer without damage. The embolic coil was received separated from the device and part of it was found inside of the microcatheter and it was found stretched/kinked in tangled condition. The od from the delivery tube was measured and was found within specification according to document (B)(4). The gripper and embolic coil were inspected under microscope, the gripper was found without damage and the embolic coil was found stretched/kinked in tangled condition. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Reported failure as "coil - impeded in microcatheter" could not be evaluated due the conditions of the received unit. Reported failure as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the coil stretched/kinked and the damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process. Procedural factors appear to have contributed to this failure. Inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00086 and 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Event description:
The orbit rdfl complex fill coil (638cf0721) got stuck 3/4 from the distal end of the prowler 14 dmb f shape microcatheter. During the event, further attempts were made to advance the coil through the microcatheter, but advancing was unsuccessful. After the event, both, the microcatheter and coil delivery system were removed as a unit. Prior to the failure, two other coils were delivered through the microcatheter without any issues. The microcatheter was not reshaped, and a constant and dedicated saline source was utilized at all times. No damages were noted on the microcatheters that may have contributed to the event. After the product failure occurred, the coil was noticeably stretched inside prowler 14 microcatheter, but the coil was still attached to the delivery system. The procedure was intracranial. There was no patient injury reported.